Event description:
It was reported that the asymptomatic patient presented in the clinic during follow up. The ICD was post-paced t-wave oversensing, which was noted on a stored egm. The ICD was reprogrammed.